Event description:
Country of complaint: (B)(6). The air hose ga523r with the serial number (B)(4) burst during a surgery on (B)(6) 2015. Because of this, the surgeon did experience a blast trauma for two days after surgery.

Manufacturer narrative:
Evaluation on-going.